Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were high. The battery compartment was cracked alongside the pump. The pump leaked at the battery compartment. The pump was opened to find moisture damage on the printed circuit board. The short battery life was due to the moisture damage. Unrelated to the original complaint, moisture was found in the display.